Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain and radiculopathy. The pump was used to deliver unknown morphine, fentanyl, and bupivacaine. It was reported that the patient's equipment had been "slow and difficult to engage for, I don't know, probably several months but, in the last month, it's been really bad and no I can't get it to work". The patient stated that the equipment slowed down, showed no pump response, and then the "percentages go through". At the time of this report, the patient was inpatient at the hospital, which was unrelated to the patient's pump device or therapy and they would have to be put on oral medication so they did not go through withdrawal and to deal with the pain if they could not get their equipment to work. The patient inquired if wi-fi was needed and patient services reviewed. When asked about pump medication, the patient mentioned "bupivacaine is in the background" along with morphine and fentanyl. The patient mentioned that the pump was filled "probably several weeks ago". The patient mentioned that they had received instructions on how to clear data to help their pump connect more efficiently and doing that had helped but, at the time of this report, the patient could not even get it to connect. The patient had been clearing data for "just like 2-3 weeks", but the issues had gotten progressively worse and they got a new equipment set from their doctor's office that they guessed was from the manufacturer. Per the patient, "it will do the retry, cancel, and re-sync over and over and it's not working. Usually it's quick but you have to wait a little bit for it to engage ". It was later clarified that "no device found" was what the patient had been seeing. Patient services assisted the patient in resetting bluetooth, toggling on location, clearing data, and resetting the communicator. The patient documented these steps during the call to patient services. Patient services assisted the patient in connecting to their pump and briefly saw "no pump response" but was able to successfully connect and deliver a bolus. Troubleshooting steps taken resolved the issue. Additional information was provided from a consumer stated that the issue was resolved. The patient was not sure of the software version they are using their programmer.